Manufacturer narrative:
PMA/510(k) #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep: the tip of the needle broke off in the liver. Patient was getting a CT scan to confirm. Got confirmation that needle is stuck in cancerous liver lesion and not problematic and not expected to be. Did any unintended section of the device remain inside the patient¿s body? Yes, in the liver was the patient hospitalized or was there prolonged hospitalization? Patient was inpatient. No extension of stay at this time. Did the patient require any additional procedures due to this occurrence? Additional radiology to confirm needle in liver. Did the product cause or contribute to the need for additional procedures? Yes. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Did any section of the device detach inside the patient? Yes, the liver. Are images of the device or procedure available? Images may be available but not yet. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a, handle end, patient end. Damage was fracture of the distal end approximate 3cm. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No other defects noted. If the device is a procore needle, is the device damage located at the notch / core trap? . Procore 20, damage above the window. Was gaining access to the target site difficult? Not difficult access. Was the device used in a tortuous position? Not more tortuous than normal. Was puncture of the target site difficult? Puncture did not seem difficult. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Left liver lobe lesion. Please describe the size of the intended target site. 2-3 cm. If not with the device in question, how was the procedure performed and/or finished? Was finished. Was the device damaged in packaging prior to removal? No packing damage noticed. Was the device damaged on removal from packaging? No damage noticed on removal. Was force required to remove the device? Some force needed to remove. Did the patient require any additional procedures as a result of this event? Additional radiology visualization testing need to confirm needle placement in liver. What intervention (if any) was required? No intervention required was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same day. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Don¿t have item as the hospital is holding for their risk management department, will release in the next few days- kinks were noticed in the shaft when product was visualized. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Olympus. Duodenoscope(not sure of number right now). Was resistance felt while inserting the device through the scope? No resistance noticed. Was the scope recently serviced / repaired? No feedback on repair as of yet. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Problem noticed during forward ¿throw¿ of needle to get tissue sample. Was the syringe used during the procedure, after the stylet was removed? Stylet was used during ¿slow pull¿ technique, no syringe used. Was difficulty experienced while retracting the needle? Difficulty noticed on final retraction and that¿s when it broke. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? Slight flex position0. Was the stylet partially removed when advancing the needle into the target site? Not sure. How many samples were obtained (passes completed) with this needle? 1 sample. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No . When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No scope adjustment. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not ebus.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1980644 of echo-hd-3-20-c was not returned to cirl. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Image review: n/a. Clarification was received on the query regarding the "kinks were noticed in the shaft when product was visualized" comment in the patient/event info - notes the following information has been received via email on 13apr2023. Sg 13apr2023 no mention of kinks or other issues were given to me when I was learning about this event. Nor was it mentioned afterwards either. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1980644 did not reveal any discrepancies that could have contributed to this complaint issue. A nc (non-conformance) was noted on the work order (B)(4) for 01 component that was not secure but this was eventually removed from on-hold and did not contribute to the reported issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1980644. The notes section of the instructions for use (ifu0077-5), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for (ifu0077-5). Root cause review: a definitive root cause for the customer complaint could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the cancerous liver lesion being hard causing the needle tip to break. Another possible root cause is that the device was used in a tortuous position in addition to the endoscope being used in a slight flexed position as indicated by the additional information which may have contributed to the distal needle break. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient required additional radiology to confirm the presence of the broken needle in the liver. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 14-apr-2023.